Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 168mg/dl, 177mg/dl, 167mg/dl, 97mg/dl, 170mg/dl. Tests were done within <10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.